Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. A 32 x 4.50 rebel stent was advanced to treat the lesion, but had difficulties advancing. When the device was removed from the patient, the hypotube broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a rebel stent delivery system (sds) with no other devices. There were stent struts that were bent and stretched in the middle of the stent. The balloon was tightly folded. The shaft was buckled at the bi-component weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the carotid artery. A 32 x 4.50 rebel stent was advanced to treat the lesion, but had difficulties advancing. When the device was removed from the patient, the hypotube broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.